Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary : the device was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. The following repair activities were performed: cpu board defective: refurbished. Pneumatic circuit checked, accessories checked, unit cleaned, unit calibrated newly, functional test performed, electrical safety test acc. To iec 60601-1 completed, functional test acc. To test procedure completed, safety test checklist enclosed. The complaint can be confirmed and the defective cpu board is the cause for the reported failure. Further, a review into the depuy synthes mitek complaints system revealed no complaints of any kind for this serialized device. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that the fms vue pump device signaled high pressure. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred on 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.